Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5176892.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to a possible lead fracture. Reprogramming was done during which high impedances were noted. However, x-ray was taken and the images did not show visible damage to leads.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6). The returned lead was analyzed and visual inspection revealed that all cables were completely broken at the bent/kinked location. The lead got kinked after it exits the clik anchor, however, there were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the complaint of high impedance has been confirmed. The lead appeared to have been exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to a possible lead fracture. Reprogramming was done during which high impedances were noted. However, x-ray was taken and the images did not show visible damage to leads. Additional information was received that the patient underwent a lead replacement procedure. It was noted that during the procedure, lead fracture could not be confirmed with visual inspection. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to a possible lead fracture. Reprogramming was done during which high impedances were noted. However, x-ray was taken and the images did not show visible damage to leads. Additional information was received that the patient underwent a lead replacement procedure. It was noted that during the procedure, lead fracture could not be confirmed with visual inspection. The patient was doing well postoperatively.